Event description:
Adverse event(s): "chamber collapse" (collapse). Product problem(s): "bottle lowered on its own" (no code available). A nurse reported while in the surgery screen, the arrow below setup had a blue box around it, which was not typical. Also, during surgery, the bottle lowered on its own and the chamber collapsed, but the surgeon was able to recover the chamber. Add'l info was requested. Add'l info was received. The nurse reported no cancellations occurred, and the pt's outcome was good.

Manufacturer narrative:
A company service rep examined the system. The only way the rep was able to repeat the reported problem was to hold the left step on the remote control until the blue box was around the arrow that selects setup. If the select button on the remote is pushed or the arrow icon on the screen is pushed, this will cause the unit to go to the setup screen and lower the I/v pole. This was demonstrated and explained to the surgeon. The company service rep also reported that the surgeon does not use a scrub tech. Instead, he puts the remote control in a sterile pouch and runs the unit by himself. The software was updated and preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).